Event description:
It was reported that the patient presented in clinic experiencing fatigue. Upon device interrogation, the atrial lead exhibited sensing anomaly and unacceptable thresholds. A chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).